Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia also insulin pump had blank display. The customer blood glucose level was 400 mg/dl. Customer stated they declined to troubleshoot for high blood glucose. The customer was treated with manual injection for high blood glucose level. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The insulin pump will be returned for analysis.